Event description:
The customer stated that a small sized speculum had broken during a routine exam. The customer stated that the speculum was inserted into a pt and the bottom bill broke; the pt was not injured. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum was returned to welch allyn. Welch allyn engineering evaluated the device and confirmed a lower bill break. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. Method: customer confirmed lower bill break. Result: vaginal speculum. Conclusion: actual device was returned - engineering confirmed failure mode by visual eval.